Manufacturer narrative:
Concomitant medical products: (B)(4) monitor, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was observed for low impedance on the right atrial lead. This lead remains in use. No patient complications have been reported as a result of this event.